Manufacturer narrative:
Additional information: additional information received from the surgeon which the following fields were updated accordingly: section a2: date of birth: (B)(6) 1946. Section b3: date of event: may 2, 2023. Section b5: additional information received indicated that the affected eye was the right eye. That the patient did not have any pre-existing medical history issues and did not have debilitating condition. The replacement lens was a non-johnson and johnson lens. There were no additional surgical interventions required. There was no patient injury and the outcome was reported to be good. Section d6a: if implanted, give date: (B)(6) 2023. Section d6b: if explanted, give date: jun 5, 2023. Section e1: first/given name: (B)(6). Section e1: email address: (B)(6). Section e1: phone number: (B)(6). Corrected data: in review, it was noticed that the date (jun 12, 2023) entered in section "d6b and b3" is identified to be incorrect based on the additional information received; therefore, the information has been updated and corrected to "jun 5, 2023" and may 2, 2023 respectively in this supplemental MDR report as indicated above accordingly. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 18, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing). The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the returned condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged/explanted in a secondary surgical procedure due to hyperopic surprise. The issue was first noticed during post-op examination. The patient outcome is unknown, and it is unknown if there were any medical/interventions or delay in procedure. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is prior to jun 12, 2023. Section d6a. If implanted, give date: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.